Manufacturer narrative:
B3. Date is estimated; year is valid. H10: this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 56 4122. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was before thanksgiving pt was at a friends raking cleaning things up and the pt over exerted themselves. Pt had noting but pain from left side under from ribs in back to their foot. Pt went to their orthopedics surgeon who said their back was "in a hell of a shape," pts tail bone had deteriorated, pt had djd, and all of the above. When pt goes to therapy all they feel is the stimulator working on their legs and they do not feel anything in their back. Pt wants to know if the ins was influencing with problems with legs not being able to walk. When pt lays on a table trying to get legs to go they feel a high vibration for its only felt in the legs and not the back. Pt noted for the last 9 weeks it had been the worst for it had been everyday altering but the issues started after thanksgiving. Pt had been working with a therapist who had been working with the pt and the ins. Reviewed role of a manufacturer representative (rep) and emailed local field representatives.